Event description:
Information was received from a manufacturing representative (rep) regarding an implantable neurostimulator. Rep called based on in formation from healthcare provider (hcp) about a patient seeing a service code: 1703 on the patient programmer along with patient reporting "buzzing" at pocket site. Agent reviewed meaning of service code. Reviewed troubleshooting considerations for buzzing sensation by turning off therapy(if medically appropriate) to see if buzzing goes away, take impedances, and if there is another group to change therapy too.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that they do not have any additional information at this time.